Manufacturer narrative:
Internal complaint reference: (B)(4). The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the device is broken, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a thr surgery, the threaded tip of an anthology inserter poster hard broke off in the anthology standard offset porous plus ha size 9 during impaction, no broken pieces fell inside the patient. The anthology standard offset porous plus ha size 9 was explanted as it was not fully in position and unable to accept another inserter to be properly positioned. Surgery was resumed, after a non-significant delay, with a back-up inserter and implant. Patient was not injured as consequence of this problem.